Event description:
A customer reported that during a procedure, the footswitch did not respond. The case was completed using an alternate footswitch. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service; however the customer did order a replacement footswitch. The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).